Event description:
The pt's implantable neurostimulator was replaced due to infection (reference mfg. Report 3004209178201004657). The replacement implantable neurostimulator also became infection and was explanted. The hcp reported that the pt had a lot of other underlying issues. The cause of the infection was unk, but was not believed to be device-related. The hcp didn't know the pt outcome since explant on (B)(6) 2010.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter displays an error 6 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/30/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have data corruption. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed